Event description:
The patient reported having a return of urinary symptoms and even more than that. The patient reported she was tinkling and after going to the bathroom she can hardly make it back to her chair before she has the urge to go to the bathroom again. The patient change in therapy/symptom was reported to be gradual. The patient was not feeling stimulation while the therapy was on. The patient was not feeling stimulation in the correct area. The patient was currently on p2-4.2v and when she tried increasing to 4.5v it was not comfortable. The patient increased amplitude and now feeling stimulation in the correct location .the patient changed to program 3 at 2.0 v. Troubleshooting resolved reported issue. The patient mentioned she was dealing with other medical issues (pneumonia and back problems) and was in the hospital. The patient confirmed not related to stimulation. The patient&#38112;indicators were for gastrointestinal/ pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.